Manufacturer narrative:
A product investigation was completed: the investigation has shown that the hexagonal tip of the screwdriver is deformed. The edges of hexagon are rounded and hence will not grip the counterpart correctly. The review of the production history revealed that this screwdriver shaft was manufactured in march 2014 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. In addition the hardness was measured at the time of the manufacturing and was found to be good. The relevant dimension of the hexagonal tip cannot be measured due to its damaged condition. However, the described nonconformities are post manufacturing. Although the exact cause cannot be determined, this complaint condition is likely a result of high applied mechanical strain that was used during screw removal in previous surgeries. The complaint is determined not to be a result of a detected manufacturing related issue. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier, date of birth/age, and weight are unknown. Device is an instrument and is not implanted or explanted. (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: march 4, 2014. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient entered the operating room on (B)(6) 2016 to have a previously implanted locking compression plate (unknown manufacturer) removed for an unknown reason. During this surgical explantation, a 3.5mm hexagonal screwdriver would not engage any of the screws as it lacked the needed sharpness. The surgeon eventually opted to use an alternate driver to complete the removal. However, a forty (40) minute surgical delay resulted as the new driver had to be sterilized prior to use. No additional information is available at this time. This report is 1 of 1 for (B)(4).